Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t-wave oversensng on the implantable cardioverter defibrillator. The issue was resolved by reprogramming the device. Patient was in stable condition.